Manufacturer narrative:
(B)(4). Batch # r58w8z. Device evaluation: the analysis results found that the cdh25a device arrived and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not fire. During the endoscopic esophagectomy for esophageal cancer, could not squeeze down the firing trigger. Another device was used to complete the surgery. There were no adverse consequences to the patient.